Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing lesions were irritated under the lifevest equipment. Patient described the area as skin cancer lesions that would hurt under the equipment when they sleep. There was no alleged device malfunction contributing to the irritation. The patient¿s physician has been treating the lesions. Outcome of the lesions are unknown as follow up.